Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, programmer did not turn on and psa was having a burning smell.

Manufacturer narrative:
The reported field event of failure to power-on and burned smell was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.